Event description:
Decedent had surgery on (B)(6)2010 to insert the synchromed ii programmable pump. The pump administered dilaudid. First 1.125 mg and changed then 0.5 mg. He stayed over night in the hospital because of hypotension. He was released to home on (B)(6)2010. The decedent was to return to the dr's office on (B)(6)2010. He did not show up for his apt and the dr's office called 911, to check the welfare. The decedent was found unresponsive on his bedroom floor. He had not been seen since the (B)(6)2010.